Event description:
It was reported that intermittent atrial under-sensing was noted on all recorded arrhythmias. It was noted that the patient was in for atrial cardioversion. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 29-us transcatheter valve implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.